Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for failure to expand and failure to deploy as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction events. A review of the events indicated that model cq7562 pta balloon dilatation catheter allegedly had peeled material. This report was received from one source. The device was used inside the patient. Patient age, weight, and gender were not provided.